Event description:
The user facility reported that steam was coming out of the unload door of the 120 cart washer and building up in the room. A hospital employee opened the unload door of the unit and released a large amount of steam into the room, thus activating the sprinkler system and dispatching the fire department. No injuries or procedural delays/ cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, and was informed by hospital employees that when the unload door was opened, the unit was in its steam injection cycle, causing the large amount of steam to enter into the room. The technician thoroughly inspected the unit, including vent motors and bearings, and was unable to duplicate steam coming from the unload door as the facility reported. The technician found the indicator lights on the unload side of the unit were not working properly. The indicator lights are located on the control panel and indicate when a cycle is in use and when a cycle is complete. The technician replaced the indicator light bulbs, ran several test cycles and confirmed the unit to be operational. The unit was installed in january 1998 and is under a steris maintenance contract. The last pm for the unit was completed on february 27, 2013. At this time, the technician verified that all control panel lamps, including the indicator lights, were working properly. The reliance 120 operator manual section (1-2) states: "warning - burn hazard: except for emergency, do not open door when cycle is in progress. In an emergency, first stop cycle by pressing stop touch pad and wait for water flow to stop". The technician instructed the hospital staff to never open the cart washer doors while a cycle is in process.